Event description:
It was reported that the insulin gauge was inaccurate and showing 0 units of insulin when customer confirmed insulin was in the cartridge. As a result, customer went to the emergency room (ER) at the "middle of january" (specific event date was not provided) with an elevated blood glucose (bg) level over 600 mg/dl and high ketones that a healthcare provider determined to be dangerous/life threatening. Customer administered manual injections, consumed fluids, and took zofran and was treated with intravenous fluids of saline and insulin while in the ER. Customer was released approximately 5-6 hours later with the issue resolved and no permanent damage. Customer loaded a new cartridge to resolve the issue and resume insulin therapy on the pump.